Event description:
It was reported that during a da vinci-assisted radical prostatectomy procedure, the patient experienced a potential burn injury. The issue occurred when the patient was observed to be burned/have skin abrasion under the edge of a third-party shuyan neutral return electrode grounding pad where it was attached to the patient¿s upper back. The grounding pad was connected to an erbe vio dv generator. Medical intervention is unknown. There is no allegation of malfunction of a da vinci product. Additional information obtained from a meeting between the customer, erbe representative and distributor sales representative: the customer suspects the warming pad is the cause of the issue because they(the customer) started using it very recently. After the incident, the customer performed 3 more surgeries without a warming pad and no further issues happened. Additionally, the customer stuck the ground pad to patient`s back which was not recommended by erbe.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. Review of the system log was completed, and no related system errors were observed. Image provided by the customer for this event was reviewed and confirmed skin burns. The root cause of the burn cannot be determined without seeing or having a description of the set-up used during the procedure. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: during a da vinci-assisted radical prostatectomy procedure, the patient experienced a potential burn injury. The issue occurred when the patient was observed to be burned/have skin abrasion under the edge of a third party shuyan neutral return electrode grounding pad where it was attached to the patient¿s upper back. The grounding pad was connected to an erbe vio dv generator. Medical intervention is unknown. The cause of the operative complication is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.